Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01662, 0001822565 - 2019 - 01665, 0001822565 - 2019 - 01667. Not returned to manufacturer.

Event description:
It has been reported that patient had initial elbow arthroplasty procedure. Subsequently, within one (1) year of initial procedure, patient experienced right elbow pain, swelling, and had an aspiration performed within the doctor's office. The surgeon noted a rare form of staph infection. Further, radiolucency and loosening which were noted in one (1) year x-rays. Patient underwent a revision procedure. All components were removed and replaced with antibiotic cement spacers and an external fixation device. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history records was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.